Event description:
It was reported that there was an increasing right ventricular threshold trend and slight downward trend on right ventricular impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed impedance/resistance decrease. Slight decreasing trend in ventricular lead impedance. Dropped from approximately 600 ohm in (B)(4) 2009 down to approximately 450 ohm in (B)(4) 2010.